Manufacturer narrative:
U.s. Reporting agent notified on: (B)(4) 2015. Mfg site eval: the switch arrived decontaminated in a plastic bag w/out cardboard box. There are no visual mechanical damages or missing parts. Under the microscope the bail exhibits some irregularities like burrs and craters on its surface. The handle of the complained gd668 exhibits some material and surface defects which were caused by production. Applicable mfg departments were informed about the problem.

Event description:
Country of complaint: (B)(6). Foot switch has a sharp burr at his bail. In surgical suite already one person was injured.